Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple kinks. Stretching to the polymer extrusion was identified. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues or damages were identified in the distal tip. Further examination via microscope of the stretching in the polymer extrusion noted that the outer and inner lumen were stretched and the inner lumen was detached 5.1cm from the distal tip (2.7cm in length). A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the wolverine balloon could not cross the lesion site. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 15mmx3.50mm wolverine cutting balloon monorail was selected for percutaneous transluminal coronary angioplasty (ptca) to lad. During the procedure, the balloon could not cross the lesion site due to heavily calcified lesion. The procedure was completed. There were no patient complications. However, device analysis revealed that the inner lumen was detached.